Manufacturer narrative:
The angiosculpt device was returned for lab analysis. Visual examination confirmed the inner member broke between the distal bond and distal balloon tip seal bond. The distal end of the inner member is stretched. There was no detachment or separation of any portion of the catheter. According to the instructions for use (IFU) for angiosculpt pta scoring balloon catheter otw, retained device components is listed as a possible adverse effect of the procedure.

Event description:
In sequence, a spectranetic 2.0 mm laser catheter and then a 2.5x20mm angiosculpt device were used to pre-dilate a long in-stent restenosis (isr) and a lesion uncrossable by a 6.0x100 mm angiosculpt device. Devices were delivered over an atw guide wire and passed through a long 6 fr terumo sheath delivered contralaterally to pt's superficial femoral artery (sfa) for 4 sequential inflations at a max pressure of 14 atmospheres (atm). Physician wanted to use the same 6.0x100 mm angiosculpt device on an add'l location in the sfa. Tech swished the distal balloon end of the angiosculpt device in a saline bowl to rinse potential residual blood. At this point, the distal scoring element detached from the balloon shaft.